Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the scratched screen. The customer stated problem was duplicated. The device was powered on and instantly displayed ec41541 which is an issue with the latch lock optical sensor. Replaced the latch lock optical sensor. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error 41541. There was no reported adverse event.